Event description:
The customer returned the device stating, ¿the device failed the downstream occlusion (dso) calibration during testing¿; during device evaluation it was found the dso seal was lifted/delaminated.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed the downstream occlusion (dso) calibration during testing" was confirmed through dso/upstream occlusion (uso) sensor calibration, occlusion testing and accuracy test. The probable cause was unknown. Further investigation found the dso seal was lifting/delaminated. The dso sensor and dso seal were replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.